Event description:
It was reported to philips that the therapy delivery test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Update: therapy pca was once replaced onsite however the issue persisted. Therapy pca was returned "-therapy delivery test-". This was verified in failure analysis lab testing. Data generated by this investigation will be logged for trending analysis. Further device investigation has been completed and previously reported investigation results have been confirmed.

Event description:
It was reported to philips that the therapy delivery test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: further device investigation has been completed and previously reported investigation results have been confirmed.